Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic. Upon interrogation, it was noted that the right ventricular bipolar pacing threshold had increased. The impedance had also risen from 300-1150 ohms. It is noted that the threshold and impedance both started rising around the beginning of (B)(6) 2018. Programming changes were made. The patient was stable and would continue to be monitored.